Event description:
The locking mechanism and string for coiling the pigtail were released before removal of the drainage catheter; however, the pigtail came out in the coil position. Shortly after this, the pt's condition deteriorated and they were found to have developed a blood stained pleural effusion. The pt was transferred to ICU and died the following day.